Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4: PMA/510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the hub broke off of the device when pulling back on the safety in one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 25-feb-2026 . Investigation summary: bd received 1 sample and 1 photo for investigation. The customer provided photo shows a device with the hub separated from the collar. Upon inspection, the returned sample was evaluated for hub and collar separation as well as a defective locking mechanism. The sample failed functional tests, as the hub separated from the collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the hub broke off of the device when pulling back on the safety in one (1) device. No adverse impact was reported regarding the patient or user.